Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: one sample was received for quality investigation. The customer complaint of misasssembly was verified by visual inspection. The male luer connection was missing from the infusion set. No further defects or damages were observed. A device history record review for model 2420-0500 lot number 20063264 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this issue is an assembly issue at the manufacturer.

Event description:
It was reported that as lvp 20d dehp 2ss cv end piece was missing. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20063264. It was reported that the end piece was missing from the tubing. Verbatim: in our emergency department, one of the nurses went to prime the tubing and noticed the end piece was missing. There was no delay in care and no patient harm.